Event description:
Additional information revealed that the patient was experiencing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2021-13555, 1627487-2021-13556. It was reported that the patient may undergo surgical intervention to explant the system. Further information is currently unavailable.